Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg at 100) via an implantable infusion pump. It was reported that the patient fell and started feeling a lack of efficacy 2 months ago. A dye study was performed in (B)(6) 2019 during which the healthcare provider (hcp) was unable to successfully aspirate from the catheter. The entire catheter was replaced and would be returned for analysis. It was noted that the patient was alive with no injury and the issue was resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. The previously reported evaluation method and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.